Event description:
It was reported that the atrial lead exhibited noise. No intervention has been performed. The noise was reproducible with isometrics. No patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
New information reported on (B)(6) 2018 states that the device exhibited oversensing on the atrial channel causing pacing inhibition. The patient presented in clinic upon receiving a remote transmission for atrial noise. Upon reviewing the electrogram it was noted that mypotential were being over sensed. Programming changes were performed to resolve the issue. No patient symptoms were reported.

Event description:
Manufacturer report number: 2017865-2017-08269. New information received noted that the patient presented for procedure on (B)(6) 2020. During procedure, implantable cardioverter defibrillator was explanted and replaced due to elective replacement indicator (eri). The atrial lead was capped and replaced due to noise. The patient was stable post procedure and was discharged.